Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. A routine follow-up computerized tomography (CT) showed a type 1a endoleak. The patient did not present with symptoms. A re-intervention was performed on (B)(6) 2018 where a non-endologix balloon expandable stent was implanted at the level of the seal zone successfully resolving the endoleak. Reportedly, the patient is doing well. No additional event or patient information is available.